Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd solomed¿ syringe packaging unit was found open before use. The following information was provided by the initial reporter, translated from (B)(6): "customer informs that today (12/13), when she was selling a solomed syringe to a customer, she noticed the open package. The customer informed that the syringe is in perfect condition, only the package was open".

Manufacturer narrative:
H6: investigation summary: photo received for investigation. Upon visual inspection, it is possible to observe the open packaging incident. In ¿picture 2¿ you can see the ¿top web¿ (packaging paper) is cut out of position. In ¿picture 1¿ and ¿picture 3¿ it is possible to observe that the syringe has the sealing area cut in approximately half of the syringe, that indicates that the product left the position at the time of the separation cut. A device history review was performed for lot 1228506, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retention samples from the same lot were evaluated and no sealing-related defects were found. Possible root cause is associated with the bottom web on the equipment. Action plan is to install and validate bottom web drop device on the packaging machine.

Event description:
It was reported that the bd solomed¿ syringe packaging unit was found open before use. The following information was provided by the initial reporter, translated from portuguese: "customer informs that today (12/13), when she was selling a solomed syringe to a customer, she noticed the open package. The customer informed that the syringe is in perfect condition, only the package was open."